Event description:
On (B)(6) 2009, the pt reported she has had intermittent issues with air bubbles in the insulin cartridge of her infusion device since may. She stated she currently has 40 units of insulin left and there is a "good size" bubble in the cartridge that was not there when she filled and inserted the cartridge. She stated she uses room temperature insulin to fill the cartridge. She changes the adapter with every 10th cartridge change. She fills her cartridge with 240 units of insulin and adjusts the piston rod to 240 units. She was advised to adjust the piston rod to 230 or 235 units. The proper procedure to change the cartridge was reviewed with the pt. The pt was assisted with priming the air bubble out. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.